Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the endocutter gun misfired twice during the firing and its jaw was not opening to the fullest and the surgeon was not able to use that gun in the procedure. Unknown how case was completed. There were no adverse consequences for the patient. (B)(4)